Event description:
It is reported that a vertebral space cracked during surgery. The surgeon was performing a posterior lumber interbody fusion. While inserting the vertebral spacer with an insertion instrument, the spacer cracked. It was reported that the spacer cracked on the right side towards the middle of the implant. The surgery was completed successfully with another spacer with 2 minutes delay in surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.